Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported the patient underwent initial hip arthroplasty. Approximately 2 years later, the patient developed trochanteric bursitis, which was treated with heel raises and about a year later, had an injection. Subsequently, patient experienced hip pain and a pinched nerve approximately 9.5 years later and started physical therapy and was noted to be resolved. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: post op follow ups show the patient was experiencing mild pain. The one year follow up in noted no pain, but at the 2 year follow up, the pain had returned along with trochanteric bursitis. The patient began to receive injections for the bursitis. The patient continued to have pain but physiotherapy treatment resolved the pain and potential pinched nerve. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with no hardware failure or loosening. Review of the device history records identified no deviations or anomalies during manufacturing. No problem was found relating to the trochanteric bursitis, as review by a health care professional states it is procedure related. A definitive root cause cannot be determined for pain. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent initial hip arthroplasty. Subsequently, patient experienced pain in the right hip and back, as well as a pinched nerve approximately 9.5 years later. No revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: cat#00877500932 bioloxâ® delta ceramic taper liner, size hh / 32 i.d. For use with 50 mm o.d. Size hh shell lot#2583930, cat#00877503202 bioloxâ® delta, ceramic femoral head, m, ã¸ 32/0, taper 12/14 lot#2596620. Report source: foreign country: (B)(6). The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-03695.